Event description:
A surgeon reported that during implantation of an intraocular lens (iol) one haptic became stuck to the optic. The surgical incision was enlarged to facilitate removal of the iol and insertion of a second lens.